Event description:
It was reported that after a successful dilatation procedure, the catheter couldn't be removed through the 6 french sheath. The catheter & sheath were removed together as a single unit without pt injury or further complications being reported. Replacement product wasn't necessary as the procedure had been completed.